Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that the patient underwent an hm2 to hm3 exchange on (B)(6) 2019 under recommendation from abbott. The patient subsequently expired on (B)(6) 2019 due to post-operative complications. No alarms were reported for this event. It was later reported that the cause of expiration was not available on file for the vad coordinator to disclose. All the vad coordinator remembered was that the expiration was due to a post-operative complication potentially involving either the bowel or liver. At that time, the center had not requested an investigation and the pump was not explanted or returned. Heartmate 3 lvas, serial number (B)(6) was not explanted for evaluation. The center reported that the cause of the patient¿s expiration was unknown but possibly related to the bowel or liver; it should be noted that the hm3 lvas IFU lists hepatic dysfunction as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent an hmii to hm3 exchange and then died on (B)(6) 2019. The death was due to post operative complications, potentially involving either the bowel or liver. However, an exact cause was not known.